Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection. The physician attempted to navigate past the dissection with the use of a 3rd party catheter and wire but was unsuccessful. The procedure was aborted.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection. The physician attempted to navigate past the dissection with the use of a 3rd party catheter and wire but was unsuccessful. The procedure was aborted.